Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported the patient following an unrelated procedure ipg could not communicate with external device and stimulation was lost. Programmer displayed error message "cannot connect to generator." In turn, patient met with an abbott representative and after troubleshooting, the issue was resolved, and therapy was restored.

Manufacturer narrative:
The event of a patient unable to connect to their generator was reported to abbott. This issue occurred following an unrelated surgery. The device had not been placed in surgery mode. The rep met with the patient and was able to recover the ipg. Effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.